Event description:
Healthcare professional reported a xen®45 gts event described as during post-op period patient experienced hypotony with shallow chamber and viscoelastic was injected. The day after the injection, patient complained of eye pain, patient went into office and iop was noted too be 60mmhg and patient had choroidals. Later on, patient lost vision in the unknown eye.

Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.